Event description:
The caller states that both gearboxes on the chair are leaking.

Manufacturer narrative:
The end user has another unit and is swapping parts from ((B)(4)) for repairs. He is not a dealer and cannot place an order or quote.